Event description:
It was reported that the lead exhibited low impedance. An externalized conductor was observed via fluoroscopy. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.